Event description:
Information received by medtronic indicated that the insulin pump keypad buttons were sticking and have to press the back button 2 to 3 times. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue using the device on receipt and the replacement of the pump and it will be returned for product analysis.

Manufacturer narrative:
The pump passes the displacement test and self test. No stuck button alarms noted during testing. The history/trace downloads were successful using thump. All buttons were tested individually for their functionality, up and back key intermittent. Keypad overlay was peeled and found cracked solder joint on pin 7 of ic u1. Intermittent keypad confirmed due to cracked solder joint. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and faded serial number label. Unresponsive keypad confirmed due to intermittent keys. Intermittent keys due to cracked solder joint. Cosmetic damage confirmed at the back side of pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.